Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with high blood glucose (bg) values over 700 mg/dl. For treatment, the patient was provided intravenous (IV) fluids and anti-nausea medication. The patient was vomiting. The pod was worn between 24 and 36 hours on the abdomen. The pod was removed and discarded. The patient was discharged after 6 hours.